Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a video and photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year and nine months post a port placement via the internal jugular vein, the device was allegedly unable to draw back blood. It was further reported that the catheter was allegedly found to be broken completely on the film. Furthermore, a part of the catheter allegedly fell into the superior vena cava in the patient's right atrium and the other part was in the inferior vena cava upon removal. Reportedly, the infusion port and the broken catheter were removed together from the femoral vein under digital subtraction angiography. The patient is reported to be stable now.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Two photos and one image video were provided for review. The photo shows the catheter was broken into two pieces. The video shows the catheter was found in the inferior vena cava at the time of retrieval. Therefore, the investigation is confirmed for the reported fracture, material separation, suction and migration issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year and nine months post a port placement via the internal jugular vein, the device was allegedly unable to draw back blood. It was further reported that the catheter was allegedly found to be broken completely on the film. Furthermore, a part of the catheter allegedly fell into the superior vena cava in the patient's right atrium and the other part was in the inferior vena cava upon removal. Reportedly, the infusion port and the broken catheter were removed together from the femoral vein under digital subtraction angiography. The patient is reported to be stable now.